Manufacturer narrative:
The asset device was returned to olympus for evaluation and the investigation is in process. It was noted the distal sheath was chipped. The faulty parts were replaced. The device was inspected and passed olympus functional standards. It was returned to asset inventory. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, evis exera ii ultrasound gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the probe unit distal sheath was chipped due to physical stress. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged probe unit likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, peeling, scratches, holes, sagging, transformation, bends, adhesion of foreign body, detached, parts, protruding objects, or any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 28-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.